Event description:
Rn working day shift was in patient's room and noticed pink tape on lipid tubing above and below the first white port. When she touched the tape she found it to be saturated with lipids. Upon removing the tape above the port with the pump running, it was actively leaking.